Event description:
It was reported the system had displayed images that were uninterpretable. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.